Event description:
Reporter alleged obtaining a discrepant blood glucose result of 85 mg/dl back to back with a result of 150 mg/dl on the advantage system when testing was performed within 10 mins. Reporter stated he was experiencing some hypoglycemic symptoms during the time of testing and he self-treated with orange juice. No other actions were reportedly taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.